Event description:
Notification of a reportable event that occurred on 25-sep-2025 was received by united therapeutics drug safety on 17-oct-2025 from accredo health group and forwarded to millyard advanced medical products, llc, on 20-oct-2025. The patient's spouse reported that remunity pump (B)(6) had a pump failure alarm and remunity pump (B)(6) would not pair. Troubleshooting was attempted but was unsuccessful. The patient's spouse explained that the patient's newest remunity pump, (B)(6), had not been taken out of the box and charged yet. The patient experienced lightheadedness and was instructed by an accredo health group representative to go to the emergency room. Remunity pumps (B)(6) were returned to millyard advanced medical products, llc, on 07-oct-2025 and remain under investigation. No further information related to the reported event has been made available to millyard advanced medical products, llc.